Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws were sticking to the patient's tissue during a laparoscopic assisted vaginal hysterectomy. After the last seal, the device was pulled and the sealed vessel became damaged and reopened. A kleppinger forcep was used to close the sealed area. There was no further bleeding. Jaws were cleaned frequently during the case with a wet saline sponge.